Manufacturer narrative:
Corrected information: h3, h6 device was returned for evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within designed specification. No issue was found with the pump. An issue was observed with the section of catheter that was returned. The section of catheter consisted of two different types of catheters joined together by a barb. When together the section of catheter was not patent with air or swi, when removed from the barb, each section of catheter was found to be patent with air and swi. Testing of the barb found that it was not patent with air or swi. Although the barb was not patent with air or swi, it does not explain the overdose symptoms the patient was feeling. With the analysis conclusion, the patient would have felt withdrawal symptoms. An investigation was also performed on the patient therapy controller, but the alleged issue could not be confirmed. Visual inspection of the device showed no external anomalies or damage. During functional testing the ptc was able to turn on by pressing the power button. The device displayed "your physician must setup" message and a 90% battery charge and was able to charge to 100%. The ptc successfully connected with a clinician programmer, with the returned pump (s/n: 10jz4b42x), and delivered multiple bolus to the returned pump without issue. The device was functioning according to specification during the investigation. Internal complaint number: complaint-05138

Event description:
Clinical specialist (cs) emailed technical solutions to report a pump explant and catheter explant. This pump was explanted because the physician thinks that the pump is malfunctioning, in combination with the patient therapy controller (ptc), and possibly overdosing the patient. The patient had previously alleged being confused after using their ptc. It was also reported that the patient went to the ER with overdose symptoms. The date of hospitalization and treatment provided are unknown. The patient's symptoms included confusion, inability to walk, and decreased respiration. MFR 3010079947-2021-00185 addresses the catheter explant.

Manufacturer narrative:
Pending completion of device analysis. Internal complaint number: complaint-(B)(4).